Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was observed during initial testing; however, after reseating all the cable connections, the report was no longer seen. It could not be determined which cable connection caused the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, device failed the self test on defibrillation. Complainant indicated that there was no patient involvement in the reported malfunction.